Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation a warning message was displayed indicating an invalid memory content. The device was operating in a safety backup mode. The pacemakers memory content was inspected. Based on the devices memory, a follow-up was never performed since implantation. However, further inspection revealed that the device switched permanently into the safety backup mode on august 18, 2021, as a result of the detection of invalid memory content. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to ensure patient safety. While in this safety program (ddi, 70 bpm, 4.8 v at 1.0 ms), the pacemaker is capable to deliver anti-bradycardia therapies in unipolar lead configuration. Upon interrogation a device status error message appears to notify the user. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. During the further course of the analysis a device reset was performed. Subsequent investigation did not show any anomalies. In conclusion, the clinical observation resulted from invalid memory content. The root cause for the invalid memory content was not determinable. After a manual correction of the invalid memory content the device was operating properly.

Event description:
After an estimated implantation period of approx. 26 months, it was observed that the device did not save the settings which were programmed by the physician. The pacemaker has been replaced.